Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having intermittent difficulty charging the pump. The customer stated the usb cable feels loose in the usb port. The customer's blood glucose (bg) level was 294 (mg/dl). A bolus was delivered to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.